Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Event description:
It was reported that the patient's device pocket became infected less than one month after the implant procedure. The patient became septic. The source of the infection is unknown. The implantable pulse generator (ipg) system was explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.